Event description:
I had surgery for a torn rotaor cuff and 3 opus anchors, manufactured by biomet were put in, after a few weeks they retracked in and came out of the bone. I had to have another surgery to have them taken out. My dr told me that biomet had been having problems with these anchors and that biomet was re-designing them. My dr also told me that his partner, in his office, had the same thing happen to 3 of his pts. If this has happened to 4 people out of one office with different drs, then how many other pts and drs has this happened to? I don't feel this is fair that biomed was still using these devices knowing that there was a problem with them and we were not given any info or choice before our surgeries.